Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of posterior loop of lens clamped off due to defect of injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the china ha stating the distal end of the posterior loop of the intraocular lens was clamped off due to the defect of the lens injector. On the first day after operation, the patient had central corneal edema, endothelial folds, naked eye visual acuity of 0.2, and intraocular pressure of 17.9 mmhg. The patient was discharged without complaint of special discomfort.